Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381023 and lot number 4249034. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global needle did not retract. The following information was provided by the initial reporter: rn inserted IV in left hand. Unable to retract needle after IV insertion. Both needle and catheter removed. New IV placed by xxx rn in right hand, no issues.